Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. Fluoroscopy revealed that the lead appeared to be fractured due clavicular crush and the lead was capped on (B)(6) 2010. Subsequently, the lead was explanted on (B)(6) 2011 due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.